Event description:
Procedure: vats. Reportedly, during the procedure, the stapler did not "close the middle section." The surgeon had to open the patient's chest for a thoracotomy in order to oversew the lung and use another device.